Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, pre-discharge testing revealed ventricular sensing by the right atrial (ra) lead. Dislodgement of the ra lead was confirmed by x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.